Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and damaged tamper seal. Event log history was performed and showed that high alarm had displayed upstream occlusion, run mode delivery was resumed, upstream occlusion was cleared, cassette latch was opened, pump was stopped, and high alarm had displayed cassette detached in history. During analysis, the customer's reported concern regarding "high alarm" was unable to be duplicated. However, there was a 46400 error code in history and multiple downstream occlusion alarms further back in history (far enough back to possibly a different patient). Although the downstream occlusion (dso) sensor appears to be functioning at this time visual inspection found minor contamination of the downstream occlusion (dso) sensor. Service will replace the dso sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during the use of a smiths medical cadd solis vip pump for a life sustaining medication, it was noted that the pump stopped, exhibited a high alarm multiple times and displayed "key stuck". Subsequently, back up pump was used immediately to proceed the infusion. No adverse effects were reported.